Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported that during the use of the cassette, a no message alarm went off. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: four photographs and one cassette sample were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of picture one shows a cassette product in used condition, received without the blue clip. Picture two shows the front view of the cassette product without the blue clip and with a burr on the side of the bag. Picture three shows the ay bag neck section from a flow stop cassette model. Picture four shows the top view of a cassette product. The cassette sample was received in after use condition, decontaminated and inside of a plastic bag. Functional testing included filling the sample with 100ml of water. The sample was connected to a pump in order to look for unusual function. Results: the cassette sample was fully priming and connected without difficulty, the pump was set, running and no alarms were activated. The customer reported complaint is not confirmed. Root cause of the reported issue cannot be determined due to the complaint was not confirmed. However, a CAPA was created to investigate the failure mode reported and is currently ongoing. No further actions were taken due to the the complaint was not confirmed. No lot number was provided therefore, device history record review could not be performed. The root cause of the issue could not be determined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: d1: correction: brand name: cadd medication cassette, h5: correction: labeled for single use: yes